Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. Date of event is an approximation. On 09/16/2024, the patient stated the cgm was reading 154 mg/dl then suddenly heard an alert and the cgm was reading 67 mg/dl. During this time, the patient did not check a blood glucose fingerstick to compare the value. The patient received another alert that said, ¿"warning drop below 55 mg/dl in next 15 mins" and the cgm was reading 40 mg/dl. The patient drank orange juice and called an ambulance because she thought she was going to pass out or have a seizure. When paramedics arrived, the patient slipped, hit her head on the table and fell to the floor. Per the paramedics, the patient had a seizure. They checked a bg finger stick and the patient¿s bg was 80 mg/dl. The patient did not provide additional event details including any treatment provided by ems. At the time of the report, the patient was doing okay. No product or data was provided for investigation. The allegation was undetermined. No additional patient or event information is available.